Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that patient had both eyes treated for lasik procedure. It was noticed that right eye had an incomplete cut and decentered flap. Surgeon was able to lift the flap using scissors to dissect the flap and procedure was completed. For the left eye patient experienced a suction loss during laser firing. One (1) electronic procedure was lost. The surgeon switched out the pi and completed the procedure. (B)(6) 2015 post-op : right eye 20/30; left eye 20/25. No pre-op visual acuity was provided.